Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the straps fired but not straight. Please indicate if the straps were not adhering to the tissue or mesh because of the reported difficulty? Device lot number? Ventral hernia repair is noted, please indicate if the procedure was open or laparoscopic (needed for engineering group)? Procedure date?

Event description:
It was reported that the patient underwent a ventral hernia repair procedure in 2016 and absorbable straps were used. During the procedure, straps not deploying correctly only the first strap fired properly, the rest fired but not straight. The procedure was completed with another like device. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A close inspection was conducted on the returned device and no visual damages were noted. The provided device was activated manually and straps were delivered properly. No damages were found on internal instrument components.